Manufacturer narrative:
A trumpf medical service technician inspected the light system and found that the sleeve was not positioned correctly by a third-party vendor. The service technician repositioned the sleeve and the device operated as intended.

Event description:
The flat panel bracket of a trumpf medical surgical light had begun to separate from its spring arm.